Event description:
It was reported that there was a gap of more than 2 l/min between the cco reading of the swan-ganz catheter and the apco measurement from the flotrac during use (2 l/min vs. 4.2 l/min). A bolus cardiac output was not measured at the time for confirmation. No waveform abnormalities were noted. It was not reported which value the clinician considered to be more accurate and no data samples were available for review. The sales rep commented that the patient was undergoing cardiac surgery after an acute myocardial infarction (ami) and the patient was "on brain hypothermia (it was around 35.5 degrees c)". The catheter was inserted from the femoral area. No patient complications or injury was reported.

Manufacturer narrative:
This report is associated with medwatch report # 2015691-2012-17730.

Manufacturer narrative:
The flotrac sensor was not returned for evaluation; therefore, it was not possible to confirm any defects or damages that may have contributed to the event reported. A review of the manufacturing records could not be done without a lot number. It could not be determined with certainty if clinical factors may have contributed to the complaint. No actions will be taken at this time. Lot number was not provided; therefore review of the manufacturing records could not be completed. A follow up medwatch will be submitted with the associated catheter medwatch number.